Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead serial# unknown implanted: (B)(6) 2014 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) for a clinical study that a patient had pain and an abscess at the implant site. It was noted that the patient had pain in their right leg and it irradiated down into their lower leg, however the pain was already known before implant. The cause was difficult to confirm. It was not due to stimulation because the stimulated nerve was not the one of the leg with pain. It was noted to be a serious adverse event and related to the device. The device was repositioned on (B)(6) 2016. The issue was resolved on (B)(6) 2016. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the onset of permanent pain was not available. Permanent pain at the right leg radiating all the inferior limb. The pain started before implantation. There was a report that the cause of the pain was difficult to confirm. It was reported to not be due to stimulation, the stimulated nerve was not on the same side. The site deleted information regarding an abscess at implant site. A manufacturer representative (rep) reported that it was not known when the pain started as it was mentioned that the patient already had pain before the procedure but worsened after the implant. Moreover, there was no information about an abscess concomitant to the pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2014 explanted: product type lead h6: c26686 no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.